Manufacturer narrative:
This follow-up report is being submitted to relay corrected information in sex and date of event. Date of event: event date unknown.

Manufacturer narrative:
(B)(6). Medical product: unknown natural knee articular surface, cat#: unknown, lot#: unknown; unknown natural knee femoral component, cat#: unknown, lot#: unknown. Bucheit, jonathon serre, antoine bouilloux, xavier puyraveau, marc jeunet, laurent garbui, patrick (2013) cementless total knee arthroplasty in chronic inflammatory rheumatism. Eur j orthrop surg traumatol 24, 1489-1498. (B)(6). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04203; 0001822565-2017-04205. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported in a journal article that a patient was revised due to inadequate flexion contracture. No further information has been provided.